Event description:
It was reported that, during a tonsillectomy procedure, the cautery was not activating and misfiring at start of case. All connections checked by circulator, scrub nurse and surgeon told to check cautery tip connection ¿ surgeon removed and reinserted the tip as a response to this. Patient underwent surgery and once davis-boyle gag was released, surgeon identified significant partial to full thickness burns to the corners of the patient's mouth bilateral that had been caused during surgery. Surgeon immediately applied saline-soaked gauze to the area. Plastic surgery was made aware and staff brought into room to examine the area and will follow patient. Plastics came to the room, completed an assessment, took photographs, and recommended admission of the patient. Site cleansed with sterile ns, dried, and polypore ointment applied to areas by ear, nose, and throat surgeon. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).